Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of a triathlon knee was performed. Patient primary surgery was reportedly performed in (B)(6). Poly insert was found to be damaged. Surgeon found instability to be a concern so femur was revised to address improved stability.